Event description:
On (B)(6)2023, an 85-year-old male patient had a 2 level (l3/4 and l4/5) bilateral mild procedure performed using streamlined technique without epidurogram under IV mac sedation. A vertos representative was present and observed that the trocar was placed slightly low on the inferior lamina at one treatment zone and noticed some "scraping" of the lamina as it was repositioned. Approximately 15 minutes after the procedure, the patient reported pain on treatment side and the physician administered an injection to treat the pain and the patient was released afterwards. The following day, the patient reported to physician with additional pain and additional injections were given to help the patient. The patient was sent home and then called later reporting worsening symptoms and the physician told patient to go back to hospital for evaluation. The hospital hcp reported identifying a bleed in the lumbar to thoracic canal and performed laminectomy with evacuation of hematoma on 1/18/2023. On 1/19/2023, the vertos representative was informed by the original treating physician about the hematoma and laminectomy. It should be noted that patient selection could have contributed to this event, as the patient reportedly had several health factors that could contribute to post-procedure bleeding. Also, there was no reported device failure or malfunction.